Event description:
It was reported that during a surgical procedure, the trial sleeve remover was not hooking on the trial sleeve. Possibly worn or broken? Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received: "trial sleeve remover wasn't hooking on the trial sleeve. Possibly worn or broken?". The product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed only one side of the device shown on the evidence provided. Device had signs of usage and blood remnants on its surface, however, nothing indicative of a device nonconformance was identified on it. As the device was not returned, and as-received condition could not be assessed through only photo evidence, a dimensional inspection, functional test and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the srom trial sleeve extractor would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ah0606 provided is not a valid finished goods lot number. Added: h4